Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was advised to verify that, when the paddle connection is plugged into the otv-s190, the up side is facing up. The customer connected the scope with the up side of the paddle facing up and the scope image was displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), when scoped are connected to the loaner device visera elite video system center, during a therapeutic procedure (hysterectomy), only color bars were displayed. Subsequently, technical assistance was provided to resolve the issue, and the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely the insertion of the video connector was not appropriate, so the device and the scope were not connected properly. The following information is stated in the instructions for use (IFU): ¿push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards.¿ olympus will continue to monitor field performance for this device.